Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, diseased mucous membrane, inadequate bone quality/quantity. Implant lost "fell out", no pain.